Event description:
It was reported that during a lobectomy procedure, the device jaws could not be opened after firing was completed. The release button was used but the jaw did not open. The manual release button was used, but it also did not work. Reinforcement material was used to complete the procedure. Additional info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.